Event description:
The ipg graft was implanted in the upper arm with the ifg segment implanted approximately in a 6mm axillary vein. Purse- string sutures were applied to hold the ifg graft in the vein. The graft portion of the ifg was accessed for dialysis two weeks after it was implanted (exact date unknown). The patient was seen by the physician to evaluate a potential clotting problem with the graft (date unknown). During that time, it was determined that the graft was still open. The graft was accessed twice after the evaluation. Patient visited the hospital for a scheduled declotting. During the visit, the physician used a portable c-arm and found a deformed ifg portion.

Manufacturer narrative:
Qc and manufacturing records of the returned ifg graft were not reviewed. No lot number information was provided with the rga to review the device history of this ifg graft. The explanted ifg graft sample was taken out of the vial and visually examined in a bio-hood. Several images were then taken of the exterior surface of the explanted ifg graft sample using digital camera. The ifg sample was bleached and observed under a digital microscope to examine the outer surface of the graft. The device was determined to be deformed. An engineering study was performed on 2 ifg samples. The findings revealed that stay sutures will prevent or minimize the displacement of the graft of its anatomical location due to disruption or extreme body movement. Also, if the heel segment does not drop properly in the vessel, device configuration can be distorted or compromised.